Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics, reported as ongoing (route, dose and frequency not reported). The cause of the peritonitis was a break in aseptic technique further described as not wearing a mask. Seven days prior to receipt of this report, the peritonitis was reported as ongoing when the patient was hospitalized for an unrelated event. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.